Event description:
The customer reported the collimator intermittently closes down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator encoder pcb. System operates as intended. (B) (4)